Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt data available" message, and failed to display an electrocardiogram or pressure waveform. The pt was switched to another unit and therapy was continued. No pt injury was reported.